Event description:
The nurse loosened the monitor mounting arm lock to adjust the height of the physiological monitor. The arm and monitor suddenly dropped to its lowest position. The mp90 variable height mount arm (vhm) is designed to counterbalance the weight of the monitor so the monitor height can be easily adjusted. The arm was purchased through philips medical as part of a monitor purchase. Philips has been notified.